Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported "hard to effect the firing. After multiple attempts the clamps did not fix." Did the straps not adhere to mesh/tissue? Were the straps not deploying, despite trigger being operational? Did the device jam thus could not be used?

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, after multiple attempts the clamps did not fix. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed. The instrument was disassembled; and upon disassembly the sed spring block component was found broken. No conclusion could be reached as to what may have caused the reported incident. Additional information was requested and the following was obtained: some staples did not adhere to the fabric and they became loose but the surgeon insisted on continuing to use. As many staples were wasted, it was necessary to open another stapler since they did not fix it.